Event description:
The pt called lifescan (lfs) and alleged that their meter was reading inaccurately high. The pt performed a meter to lab comparison. The pt's meter read 14.7 mmol/l and the lab result was 10.0 mmol/l. The pt reported feeling thirsty, which is a symptom of high blood glucose, at the time of testing. The pt stated that they had taken their insulin one hour prior to the glucose test and ate 30 minutes prior to testing. No treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury (both results were high and the pt was exhibiting a high blood glucose symptom). A replacement meter has been sent.